Event description:
It was reported that the patient was experiencing inadequate stimulation and increased in charging. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned, as it was discarded by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred 6 months ago from the date the manufacturer was made aware.